Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, product type programmer, physician; product ID 3889-28, lot# va00q8j, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient stated they never had therapeutic effect. It was stated that the patient reported a decrease in therapeutic benefit during the nighttime. It was noted that the patient's implantable neurostimulator (ins) works 'good' during the day, but not helping with the symptoms at night. It was noted that the patient stated 'she has had 4 times where when there is a thunderstorm, she feels a ringing in her ears, her right temple hurts, and she has pain shooting up from her ankle.' It was also noted that the patient had pain on the top of her head and felt an electric shock in the leg during the storms. It was stated that the programmer was giving the 'poor communication screen' and the patient was 'not having an easy time finding her internal device for programmer instructions.' The patient was redirected to their health care provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.